Event description:
The patient was undergoing a coil embolization procedure using pod6 coils and a ruby coil detachment handle. During the procedure, the physician met difficulty advancing a pod6 and the pusher wire became kinked. The physician successfully removed pod6 and the procedure continued using a new pod coil. The physician successfully deployed a pod coil; however, it would not detach using the detachment handle and was manually detached. The procedure successfully continued using a ruby coil. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Results: there was no visible damage to the detachment handle. Conclusions: evaluation of the returned detachment handle revealed that it actuated correctly and passed for both throw distance and pull force. The pods were not returned for evaluation and, therefore, the root cause of the complaint could not be determined. These devices are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.this MDR is associated with MDR 3005168196-2015-00592 and 00603.